Event description:
The customer called and reported having been hospitalized in for diabetic ketoacidosis several times since (B)(6) 2014. The customer also stated that the insulin pump alarmed button error in (B)(6) 2015. Customer's blood glucose at time of report was 212 mg/dl. It was stated there were no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, corroded keypad traces were noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker, cracked belt clip slot and cracked battery tube threads. All of the buttons functioned properly and no button error alarm was noted.